Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button error alarm, frozen display, blank display and high blood glucose levels. Customer's blood glucose level was 463 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for frozen display was performed. Customer received a button error alarm and advised there was water under the display screen. Troubleshooting for blank display was performed. Customer was advised a replacement battery cap would be sent out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.